Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the syringe was leaking with a bd syringe 10ml ll 21ga 1-1/2in. The following information was provided by the initial reporter: syringe leak.

Event description:
It was reported that prior to use the syringe was leaking with a bd syringe 10ml ll 21ga 1-1/2in. The following information was provided by the initial reporter: syringe leak.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2020. H.6. Investigation: one sample was received by our quality team for evaluation. Damage was observed on the syringe barrel, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A simulation was conducted to create the defect. The simulation found that defects caused at the no needle eject station top guide when the top guide was lowered and the returned sample are identical. Therefore, the probable root cause of this defect could be at the no needle eject gate station and top guide plate adjusted lower to the transaction dial. This would cause the product tilted from the slot pocket, resulting in damage by the pocket dial and side guide during the transition to the out feed dial process. A new top guide plate mounting was fabricated to secure alignment at the needle eject station to prevent the syringe product tilted from the slot pocket. H3 other text : see h10.